Event description:
Ous MDR - after an implantation period of approx. 79 months, oversensing on the rv channel with inappropriate therapies was reported. The lead was explanted but not returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed multiply a rubbed through insulation which can be considered to be the root cause of the reported clinical observation. The insulation was found rubbed through between 34 cm and 35.5 cm distal to the is-1 connector pin. Furthermore between 49 cm and 55 cm distal to the is-1 connector pin the insulation was rubbed through. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.